Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Field service engineer (fse) replaced the printed circuit assembly (pca) power board and the patient side cart (psc) battery box to resolve the issue. Intuitive surgical, inc. (Isi) received the replaced power board for failure analysis. Failure analysis investigation confirmed the fault during functional testing. Investigation confirmed a component failure. An RMA was issued to evaluate the battery box. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a non-recoverable fault 17. The customer swapped out cables and hard power cycled the system but the error returned. The customer ended the call and requested service on the system. The procedure was completed with no reported injury.